Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump shut off during the night. The customer reported an elevated blood glucose (bg) level of 405 (mg/dl). It was indicated that the customer would administer a correction bolus via the pump. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to charge pump more frequently.